Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a non-functioning atrial lead. Loss of sensing and loss of pacing due to dislodgement was observed. The atrial lead appeared to have dislodged in (B)(6) 2018, where sensing dropped, and loss of capture was observed. There is no plan at the current time to revise the lead as the patient is ventricularly paced and the patient is currently too unwell with lung disease. The patient was stable.